Event description:
It was reported that during use on a patient the touch screen of the device became irresponsive whereupon it was considered necessary to replace the device in a controlled maneuver. As per report, this did not lead to consequences for the patient.

Manufacturer narrative:
The device was manufactured september 2020 and is not under a service contract - it´s status of preventive maintenance and repairs is not known to dräger. The only information dräger received was the intial description of event in the user facility report; the hospital did not involve the local dräger s&s organization into any follow-up measures and did not provide further details. Thus, the reported issue can neither be confirmed nor denied. The following can be concluded: an impaired or lost touch screen function is obvious for the user and has no effect on the ongoing ventilation. The root cause can be related to technical issues, mechanical damage or other factors - without inspection of the device is no differentiation possible. It can further not be excluded that simply cleaning or the recalibration of the touch screen can solve the issue.